Event description:
Approx 2 years after the procedure the pt presented with an inflammatory reaction in the areas of the injection of zyderm. Prescribed topical dermacorticosteroid in ointment. About 6 weeks later, the doctor notice an improvement, but persistence of subcutaneous inflammatory signs the pt was advised stopping the therapy temporarily. The doctor noted that the inflammatory reactions likely appeared after the use of cosmetic products bought by mail order. An injection of injectable locapred was given. At this time a consultation with another plastic surgeon took place and photographs were taken, and several therapeutic solutions were suggested, but it is not clear if these were followed. A consultation took place one month later, and it was noted that there was a slight improvement, and that it was suggested to restart treatment of corticosteroid in three months.